Event description:
It was reported by service report that the bed was stuck in reverse trend. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: broken head-end lift motor coupler.